Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 52 mg/dl. The customer treated with glucose tablets. The customer's blood glucose was 270 mg/dl at the time of call. Troubleshooting for the low blood glucose was declined. The customer also reported that they also experienced high blood glucose of 290 mg/dl. No issues were found on the insulin pump during troubleshooting. The insulin pump was not returned for analysis.